Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to power on. It was noted on incoming inspection that the power switch was defective which may have been due to the oxide coating on the metal switch spring and the programmer was unable to power on. When repairing it was able to work. The programmer was unable to boot up. An error was displayed after power on and this fault was found to be related to link electronic module (lem) board. The programmer is being forwarded for repair. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to power on. The programmer was received into service and subsequently tested out-of- specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis updated: additional analysis performed found that the programmer was able to boot up. It should be noted that several error codes related to boot up were identified in the software history log files. The programmer was reconfigured and software reloaded and updated. The media bay gasket and nylon standoff were replaced preventatively. Additionally, it was observed that the display had a rattling sound and it was found that there was a loose screw in the display. The screw was reinstalled and all other screws of the liquid crystal display were re-torqued. The programmer then passed final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.